Event description:
It was reported that the customer received a continuous glucose monitor error 42 in the past. There was no reported adverse impact to the customer. As the issue occurred in the past, troubleshooting was not done. However, issue has resolved.